Event description:
During shift check, the autopulse platform (B)(6) kept displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer also reported that the autopulse platform makes a loud fan noise upon powering up. Per the customer, the platform was placed on a hard surface. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 (medical device problem code) was corrected to add a missing code. H6 codes (investigation) were updated. The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was failed load cell # 2. The broken cover and load cell failure were likely attributed to mishandling, such as a drop. The customer's secondary reported complaint that the autopulse platform makes a loud fan noise after powering up, was not confirmed during functional testing. When the platform was powered on, no unusual noises were heard. Unrelated to the reported complaint, the front enclosure was damaged during the visual inspection. Based on the photo provided by the zoll service team, a vertical breakage was going through one of the screw fittings. The observed physical damage is most likely attributed to user mishandling such as a drop. The damaged front enclosure needs to be replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The failed load cell # 2 needs to be replaced to remedy the fault. The reported loud fan noise was not replicated during the platform running and testing. The autopulse platform was tested with instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each, and the platform passed the tests with no problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6) kept displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer also reported that the autopulse platform makes a loud fan noise after powering up. No further information was reported. No patient involvement.